Event description:
It was reported the pump became unresponsive. Customer has been off the pump for a few months, and pump will not turn on now when plugged into a power source. No reported impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.